Event description:
It was reported that this system triggered a lead safety switch (lss) due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Threshold measurements were stable and no noise was observed. A technical services consultant documented the clinical observations and discussed troubleshooting. A revision procedure was performed and the associated rv lead was removed from service and replaced. This device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).